Event description:
Event description guidant received information that this fineline was capped and replaced due to a fracture. Form states total fracture. No allegation against pg, it was an early replacement due to lead revision.